Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. This resulted in the customer experiencing an elevated blood glucose (bg) level up to 550 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. A correction injection was administered to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.